Manufacturer narrative:
Date sent to the FDA: 10/02/2009. Calculus occurred; conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device lot # associated with this event is not known. The international affiliate reports the following possible lot #s: lot 1045955, mfg date: unk, exp date: unk. Lot# 1076534, mfg date: 03/25/2003, exp date: 02/28/2008; lot# 1104955, mfg date: 08/12/2003, exp date: 06/30/2008. In addition, a review of the batch manufacturing records for lot# 1076534 and lot# 1104955 was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in 2003. In 2008, the pt underwent endoscopic lithotomy surgery at another hosp. Then, it was found that there was mesh inside of the bladder. The surgeon found the calculus was attached at the mesh, which was appeared at the bladder neck in 2009. The pt was given medicine, which contains potassium citrate to melt the calculi. The surgeon plans to perform a laparotomy or a transurethral treatment or endoscope procedure three months later. The surgeon commented that the cause of this event was unk, but there might have been mispuncturing at the surgery in 2003, or the device was aberrant little by little after the surgery.